Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon placement was not smooth and could not be placed in a suitable position. The user suspected that the balloon was blocked. As a result, a new catheter was used successfully. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the balloon placement was not smooth and could not be placed in a suitable position. The user suspected that the balloon was blocked. As a result, a new catheter was used successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "balloon placement was not smooth" is confirmed. During the complaint investigation, resistance was encountered when inserting the guidewire into the central lumen of the iabc. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.